Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event . Red status indicator.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 500p from heartsine technologies, belfast on the (B)(6) 2013. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2013 and performed to specification up to the (B)(6) 2017. Upon visual inspection, the pogo-pin surroundings and the pad-pak battery terminal contact collars appeared to have evidence of corrosion and electrolyte. The negative pogo-pin was also observed to be stuck inside the device. This resulted in the device failing a self-test and powering off. The pogo-pins were tested as part of the lower-case assembly therefore it can be concluded that this failure occurred after final test at heartsine.